Event description:
A patient reported experiencing diabetic ketoacidosis while using a surestep meter. In 2000, patient's blood glucose was 477 mg/dl on ss meter. Patient was transferred to hospital where the patient allegedly had a blood glucose of "98mg/dl" on hospital meter. Because of the event patient was switched to insulin 12 days later by healthcare provider. No further information was provided.